Event description:
On 22 feb 2010, the facility reported a colleague volumetric infusion pump that exhibited a 710:04 failure code and that they tried to clean out the tube line, and it wouldn't come clean. The event was reported to have occurred during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The pump was categorized as a remediated colleague 2006 pump with software version 6.13.90, categorized as remediated. No additional information or contact was available.

Manufacturer narrative:
(B)(4).the reported condition of failure code 710:04 was not confirmed and not duplicated. The assignable cause could not be determined at this time. During service at baxter, failure code 810:04 was found in the event history log right before the pump was sent to baxter. The failure code 810:04 was attributed to ail pcb (air in line printed circuit board) out of calibration. Corporate product surveillance performed due diligence to the customer to verfiy that the reported failure code 710:04. Quality engineering explained that 810:04 failure code was the cause of the malfunction which occurred during clinical use.